Event description:
Additional information gathered via follow-up revealed the patient's drg lead located at l5 was explanted and replaced to provide resolution. During the procedure, the physician electively explanted and replaced the patient's drg ipg and drg lead located at l4.

Manufacturer narrative:
The patient's weight was obtained via follow-up and has been provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported high impedance was found on the patient's drg lead located at l5. Troubleshooting attempts were unable to provide resolution. As a result, the patient plans to undergo surgical intervention on a later date.